Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge and declined further troubleshooting from tandem technical support and continued to use the existing cartridge for insulin therapy. Customer¿s blood glucose level was 160 mg/dl.